Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an over infusion event had occurred and the hospital investigation determined the cause was due to user error. No patient harm was reported to have occurred as a result of the event.